Manufacturer narrative:
The customer opted not to have service and attempted to troubleshoot by bleaching the line and readjusting the tubing at vent line 15. As per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that there was blood / diluent leaking from a coulter ac-t diff 2 analyzer. While troubleshooting with a customer technical specialist (cts), the leak was found to be due to a clog in the line resulting in the red blood cell (rbc) bath overflowing. The user was wearing personal protective equipment (ppe) at the time of incident. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.